Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an unknown procedure, the coblation halo wand's back electrode burned the patient's tongue. Additionally, a secondary bleed was noticed. It is unknown if there was a back-up device or surgical delay. It is unknown how the injury was treated or the status of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that the exposed return should not contact non-targeted tissue. No relevant supporting clinical information has been provided to assist with a clinical investigation. No further medical assessment can be rendered at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.